Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Reporter stated there is a black line across the display of the blood glucose monitor, which could lead to misinterpretation of therapy information. No adverse event was reported. The alleged product was requested for evaluation.